Event description:
I'm unsure of exact date of insert but daughter born (B)(6) 2008 and had shortly done after healing from c-section. When I went to have my tubal ligation. I was never informed I was getting an implant or I would have had questions about my nickle allergy. Since my procedure I have been diagnosed with fibromyalgia, chronic inflammation, severe dermatitis and neuropathy. I am in pain daily and refuse to take pain med. I take meds daily to reduce inflammation and manage pain. I have talked with my dr and she said removing is not an option being the risks associated. I feel if this thing isn't removed, I will continue to decrease in mobility. I bleed between periods vaginally and anally. I need help. I'm a pay check to pay check single mom and if it is going to cost me because of someone else's negligence. It's going to put a strain on my household. And let's not talk about the emotional impact. I can't do anything with my family without hurting for a week afterwards. I am a strong woman but it gets to me emotionally and physically. I just want to get these out of me and live my best life. Please help. FDA safety report ID # (B)(4).